Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the cautery pin was noted to be loose. The physician tried holding the active cord and device handle together, but the device failed to transmit current to the target tissue. It was confirmed that the cautery pin was not completely detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin detached; no other visible issues were noted. All measurements obtained from the handle assembly were found to be within specifications. The device extended and retracted without issue during functional testing. Although the complainant stated the cautery pin was loose and had not completely detached, the complaint was confirmed as the cautery pin likely detached during transport. Review and analysis of all available information failed to indicate a probable root cause for this event; however, there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the cautery pin was noted to be loose. The physician tried holding the active cord and device handle together, but the device failed to transmit current to the target tissue. It was confirmed that the cautery pin was not completely detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.